Event description:
It was reported that the blood clotted during priming. The product was replaced. Therefore, the procedure was delayed for about 30 mins. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has received the product in question for eval. The investigation results are pending. A supplemental report will be provided when new info becomes available. Add'l info: the product mentioned, is not distributed to the united states, but the product with contributing design function to the affected component (quadrox-I, neonatal) is registered under 510 (k): k102464.